Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during deployment of the angio-seal device, the fiber just snapped and they thought that the angio-seal deployed within the subcutaneous tissues. Manual pressure was required for at least 30 minutes. The patient was ok with no issues however was at a risk as he had tpa (tissue plasma activator) and aspirin on board. There was no harm to the patient. Additional information was received 22october2019: the angio-seal was mostly deployed. When pulling the delivery device back to apply tension on the suture (just before tamping down) the suture snapped. Thus the angio-seal was deployed outside the vessel, it was not well opposed to the vessel wall, therefore there hemostasis was not achieved. Lots of manual pressure was held and the patient was fine with no leg ischemia. Additional information was received 04november2019: the procedure was a neuro using a 8f sheath. The position was checked pre-deployment. The patient was stable following the procedure.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update the evaluated by MFR section and to provide the completed investigation results. Results: 3211 deformation problem is based off the microscopy results of the returned sample; 213 no device problem found is based upon visual inspection of the returned sample. One used 8f angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The guidewire and locator were returned as well along with a header bag. Visual inspection revealed that the guidewire was inserted into the locator. The carrier tube assembly was found to be mated properly with the sheath and the deployment sleeve was in the rear lock position with color bands fully exposed. There was no anchor, collagen or tamper tube returned. No suture was visible outside the distal end of the carrier tube tip. There were no outward signs of damage or deformation noted on the device. No other visual anomalies were noted. The carrier tube assembly hub cap was removed and the tensioner mechanism was checked. The suture found broke within the disk tensioner area. However, the suture was still tethered to the suture tensioner disk. Microscopy was used to examine the distal end of the suture and it was confirmed that the suture had frayed end. Incoming inspection data for the suture, part number 13870-000, batch numbers 06090906 used for the manufacturing of the angio-seal device, showed that the components met the requirements for manufacturing. Incoming inspection for the suture wind disk, part number 23493-000, batch numbers 06091526 used in the manufacturing of the angio-seal device, showed that the components met the requirements for manufacturing. All manufacturing testing results performed as part of the manufacturing of part number 21116-000, batch number 06092338 used for the angio-seal finished device, part number 600005177, batch number 06092338, were found within acceptable results. Based on the investigation, no manufacturing root cause was directly identified. Current manufacturing procedure has inspections and visual aids to identify the alleged issue identified in this complaint. Procedure tpr-90182548, angio-seal vip/sts plus scrap tracking procedure, is referenced in all manufacturing procedures used for angio-seal vip 8f, part no 21116-000, which instruct the manufacturing associates to identify any potential non-conformances and the steps for its disposition. In addition, preventive maintenance procedures also include steps to verify that the equipment used in the manufacturing of the angie-seal devices do not have sharp edges or burrs that may affect the suture. Since, this unit was manufactured before investigation and action implementations of complaint investigation (B)(4), no further action plan is required as a part of this investigation.